Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented in the office for a magnetic resonance imaging (MRI). Upon review of device data, there was a stored untreated episode due to double counting of t waves on october 3rd. The patient was then evaluated in the clinic and the device was programmed to alternate 2x gain. Then it was noted that the smart pass feature was disabled due to low amplitude and slow intrinsic. A few days later, it was noted that the patient received five non-isolated inappropriate shocks. Again, the patient's rate was slow at 60 bpm when it usually ranges from 75-90 bpm. This time, review of data found there was p wave oversensing, t wave oversensing, as well as qrs undersensing. Technical services recommended performing an x-ray post MRI. The patient passed at screening and now is failing on three vectors. Shock impedances were noted to be high however, still within range. At this time, the system remains in service. No additional adverse patient effects were reported.